Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable high troponin ths result for one patient sample. The patient was in the emergency room and the initial result during the night was 153 ng/l. The next morning, the result from a new sample was 10.04 ng/l. The customer then repeated the first sample and the result was 9.61 ng/l. Information concerning if any erroneous result was reported outside the laboratory or if the patient was adversely affected was requested but was not provided. The reagent lot number was 195500. The expiration date was feb 2018. Other assays tested from the same sample were repeated as well as other patient samples and all results repeated the same. A specific root cause could not be determined. As the customer has not had any further issues, a possible root cause was clotting in the single sample which would block or partially block the flow path or cause carryover. Review of the provided calibration, qc, and analyzer alarm data did not indicate any issue.